Event description:
It was reported that "the whole arm rotated to upside down position." No injury reported. A field engineer was dispatched to the site and it was determined that the left side switch bank needed to be replaced. Once this was completed the system was working as intended.